Event description:
My husband (B)(6) , was encouraged by his cardiologist to have a pacemaker put in and suggested, he entered a trial for the boston scientific navigate x4 pacemaker with internal defibrillator. This was placed in my husband at (B)(6) hospital in (B)(6) , (B)(6) 2014. He had a pre-op chest x-ray which was reported to be clear of any masses. After about 4 months, my husband began having discomfort in his chest on the side his pacemaker was in. He was treated for pleurisy and given antibiotics and pain medication by our family doctor. When the pain medication ran out, the pain came back. We went to the cardiologist. He had chest x-rays done and thought maybe my husband had a lung infection. He gave him more antibiotics and pain meds. Every time he put taking the pain medication the pain came back with a vengeance. On (B)(6) of 2015, my husband was in excruciating pain. I took him to the ER. They took an x-ray and then a CT scan and informed us he had a tumor the size of a baseball behind his pacemaker/defibrillator. He was admitted. The tumor was a non-small cell squamous malignant tumor. He was scheduled for surgery to be done on (B)(6) 2015. By that time the tumor had grown to the size of a baseball. He passed away 3 days post op from hemorrhage caused by CPR which was initiated on him. I have worked in healthcare most of my working life, and know that tumors of that type do not normally grow that quickly. I have been struggling with this for over a year and feel I really need to make sure this in looked into. When the pacemaker was inserted they gave us a monitor to have at home which continually retrieved info from his pacemaker. I want to make sure this device and the radio frequencies emitted from it did not cause my husbands problems and that no one else has to go through what he did. It just seems impossible that a tumor would developed directly under this device and grow so quickly in 4 months. Boston scientific sent someone to retrieve the device from my husbands body at the funeral home. I have never heard anything from them concerning this. The funeral home informed me of it. I would like to know if my husbands death was reported on the research study for this product when it was turned in for approval? Were there any other instances of this type of event developing with others? I still have the home monitor if it would be helpful.